Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they can't get their ins to work right. They also noted that they can't increase higher than 5.5v because they experience "trouble with leakage and stuff." When asked what button they were using to turn off their patient programmer (pp), the patient said they were using the stimulation off button on the side of the pp. During the call, the patient had access to their pp so they synched to their ins which showed stimulation was off so it was turned on; they felt stimulation. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was reviewed to follow up with the hcp if the problem does not resolve; they will monitor their symptoms. No further patient complications have been reported as a result of this event.